Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data did not reveal any evidence of short battery life. There was one call service warning recorded due to normal battery wear on (B)(6) 2017. On examination, the battery compartment and battery cap were intact and without damage; the battery cap was able to secure properly to the pump. On investigation, the pump was powered on and ez-prime was performed without failure. Electrical current draws were evaluated and found to be within specifications. The pump was exercised for 24 hours without any interruption in power and no indication of short battery life. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.